Event description:
It was reported "possible helium loss 2 and 3, purge failure alarms". Additional information states the iab pump console was swapped to continue therapy. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "possible helium loss 2 and 3, purge failure alarms" is not able to be confirmed. The product was not returned for investigation. According to the event details, the driveline connector was reconnected and the issue was resolved. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "possible helium loss 2 and 3, purge failure alarms". Additional information states the iab pump console was swapped to continue therapy. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".